Manufacturer narrative:
Product analysis: the analysis was able to confirm the customers comment of the stylus would not work and could not be recalibrated. It was also determined at analysis that there was a missing hinge plate screw, the hard drive was reconfigured, reloaded, and software updated. All found defective parts were replaced and all other identified issues were resolved. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pen was unable to be calibrated. The user reported that the stylus would not work, could not be recalibrated. The device was returned for repair. There was no patient involvement.